Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. The customer ultimately successfully filled and loaded the cartridge onto the pump. Customer's blood glucose ranged from 144-199 mg/dl.